Manufacturer narrative:
Address - (B)(6). The subject device was received and evaluated . Device evaluation and inspection found the reported issue of "water supply to balloon lumen defective" was not confirmed. However, inspection noted the device nozzle was found with foreign material (noted to be due to handling problem, insufficient reprocessing ). Due to clogging of air/water (aw-tube), no air supply was noted. Additionally, the following findings/defects were identified during inspection: the angle wires found stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob found out of the standard value. Adhesive on a-rubber found detached (insertion section). Adhesive on a-rubber has a crack (bending section). The facility's cds and reprocessing information and "survey results regarding foreign matter were noted below: facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adhered to the endoscope- noted no, unknown. Possibility that the endoscope was used in a case with a foreign object attached to it ¿ facility noted unknown. Time lag between the end of clinical use and the start of pre-washing- facility noted ¿(delayed, not implemented, done properly) supply water and air to the air/water nozzle ¿facility stated ¿yes¿ no problems with the accessories used for reprocessing- stated "normal". Submerging the endoscope in cleaning solution-facility noted ¿no¿. Device manual cleaning - noted -wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle. Concerns about reprocessing- no response provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device "water supply to balloon lumen defective". The issue found during an unknown event. No harm reported. No patient harm, no user injury reported. Device return evaluation found the device nozzle has foreign material. This report is being submitted for the foreign material found on the device nozzle during device evaluation (insufficient cleaning (handling problems).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and the root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.